Event description:
This complaint is now reportable based on the analysis completed on 02/07/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x16mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the severely tortuous left anterior descending (lad) artery. The procedure was not completed, as another device was not available. No patient complications were reported. Patient status reported as "satisfactory/good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were misaligned. Distal stent damage is consistent with the device meeting some form of restriction during the insertion. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.